Event description:
Customer reported that pt was using the device and the dimensions appeared to be different from previous tube and caused a painful cannulation. The customer reported that the tube remained in use for a short time and a decision was made to remove the tube and replace. Customer reported the tube was replaced w/o incident.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.